Event description:
It was reported that the tip of the probe unit melted off. This occurred during a case however, the account reports that there was no pt involvement.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.